Manufacturer narrative:
The exact event date was not available, therefore the date 08/01/2024 was used as estimate.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence for the past two months due to device fluid loss at unspecified location. A surgical procedure was performed, during which all components were removed and replaced. Ther were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence for the past two months due to device fluid loss at unspecified location. A surgical procedure was performed, during which all components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Wear at a fold was identified, along with a hole and a leak at a corner of a fold. The balloon was visually inspected, leak and functionally tested. It was noted that the balloon was non-spherical, and additionally, its output pressure was below specifications, resulting in the component not passing the functional evaluation. No leaks were identified in the balloon. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available and analysis results, the leak identified in the cuff could have caused or contributed to the reported clinical observation of fluid loss.